Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed that due to the low record numbers recorded in the log, this was likely the patient¿s backup system controller that got exchanged to after the primary system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via the log files. A review of the submitted event log file spanned approximately 2 hours ((B)(6) 2000 from 02:14:18 ¿ 04:10:21 per time stamp). Due to the low record numbers recorded in the log, this was likely the patient¿s backup controller that got exchanged to after the primary controller was exchanged. A review of the submitted periodic log file showed 10 events spanning approximately 12 days at 1-hour intervals ((B)(6) 2022, and (B)(6) 2000 per time stamp). The log file having only 10 events is indicative of this being the backup controller. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.